Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec performed the calibration of the touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The vocsn clinical and technical manual advises the following [p. 105]: "calibrate touchscreen - use the calibrate touchscreen control to recalibrate the vocsn touchscreen. Perform a touchscreen recalibration if vocsn controls become difficult to select. After confirming the touchscreen recalibration and turning off the device, you will be asked to touch several areas on the screen when vocsn restarts. Note: vocsn must be powered off and restarted to complete this procedure." The investigation determined that the cause of the reported issue was user error.

Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There were no reports of patient involvement associated with the reported event.